Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is unknown/64 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: surgical epicardial left ventricular lead versus coronary sinus lead placement in biventricular pacing. European journal of cardiothoracic surgery. 2005. 27: 235¿242. Doi: 10.1016/j.ejcts.2004.09.029 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding surgical epicardial left ventricular (lv) lead versus coronary sinus (cs) lead placement in biventricular pacing. The authors described two patient deaths within thirty days of the implant procedure. One patient in the cs group died thirteen days postoperatively due to septic shock with consecutive multi-organ failure, suspected that it was due to an infected femoral venous line. The other cause of death was in a patient in the epicardial group, who died twenty-eight days postoperatively due to progressive heart failure. This patient had a failed cs-lead implantation and needed refixation of the displaced surgically placed lv-lead. There were complications in both groups with a higher frequency in the cs group. In the epicardial lead group, there were two patients who developed a pneumothorax without necessity of operative intervention, one patient experienced a right upper lobe atelectasis during intubation, and the operation was postponed and they were ventilated for more than twenty-four hours. There was one lead dislodgement which required surgical revision. In the cs group, there were patients who experienced pleural or cardiac effusions which required treatment, one pocket infection and the device system was explanted, cs dissections, and cases of diaphragmatic stimulation. There were leads which exhibited dislodgements and leads with high thresholds which resulted in early battery depletion. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.